Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had damaged/unit has burning smell. There was no patient involvement.

Manufacturer narrative:
Correction: returned to manufacturer on. Annex b : b21 annex c : c21 annex d : d16. Additional information : device eval by manufacturer, remedial action required, remedial action #. Annex a : a1006. Annex g : g02017. Annex b : b01. Annex c : c11. Annex d : d06.

Event description:
It was reported that the device had damaged/unit has burning smell. There was no patient involvement.